Event description:
It was reported that: "osteolysis of liner, stem loose. Cemented in x-3 liner and proceeded to mod-restoration. No additional info, implant numbers not legible. Implants given to patient."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.